Manufacturer narrative:
Concomitant medical product: 2411-36c st. Jude ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pace/sense right ventricular (rv) lead had high pacing impedance. The defibrillation right ventricular (rv) lead was noted to have had high rv coil impedance. Both leads were explanted and replaced. During the revision procedure, the right atrial lead needed to be removed as it was adhered with the other leads. A new right atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
2411-36c st. Jude ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.